Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain, often/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B60747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity, gerd, depression and anxiety. Concurrent conditions included hypertension. Concomitant products included amlodipine, docusate sodium (colace), famotidine, hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), prednisone, topiramate and triamterene. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease") and dysuria ("other injury(ies) or complication (s) please describe: dysuria"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain, sharp, stabbing"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine/ migraines"), headache ("headache/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") with urticaria and rash, depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and palpitations ("heart pulpatations"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro), sertraline and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain was resolving and the hypersensitivity, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, dysuria, urinary tract infection and palpitations outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: negative. The following information was received from social media heart pulpatations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain, often/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B60747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity, gerd, depression and anxiety. Concurrent conditions included hypertension. Concomitant products included amlodipine, docusate sodium (colace), famotidine, hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), prednisone, topiramate and triamterene. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease") and dysuria ("other injury(ies) or complication (s) please describe: dysuria"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain, sharp, stabbing"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine/ migraines"), headache ("headache/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") with urticaria and rash, depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and palpitations ("heart pulpatations"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro), sertraline and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the back pain was resolving and the female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, dysuria and palpitations outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Patient received treatment for pain, bleeding, allergy, bladder/urinary tract problems. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: negative. The following information was received from social media heart pulpatations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events: vaginal hemorrhage, menorrhagia, pelvic pain, hypersensitivity were updated. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe persistent pelvic pain, often/ pelvic pain') in a 37-year-old female patient who had essure (batch no. B60747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity, gerd, depression and anxiety. Concurrent conditions included hypertension. Concomitant products included amlodipine, docusate sodium (colace), famotidine, hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), prednisone, topiramate and triamterene. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease") and dysuria ("other injury(ies) or complication (s) please describe: dysuria"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain, sharp, stabbing"), menorrhagia ("menstrual hemorrhaging/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine/ migraines"), headache ("headache/ headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6)2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") with urticaria and rash, depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety") and palpitations ("heart pulpatations"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro), sertraline and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and back pain was resolving and the hypersensitivity, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, dysuria, urinary tract infection and palpitations outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6)2014: results: negative. The following information was received from social media heart pulpatations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- heart pulpatations. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain, often/pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. B60747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included grand multiparity, gerd, depression and anxiety. Concurrent conditions included hypertension. Concomitant products included amlodipine, docusate sodium (colace), famotidine, hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen), prednisone, topiramate and triamterene. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease") and dysuria ("other injury(ies) or complication (s) please describe: dysuria"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back area pain, sharp, stabbing"), menorrhagia ("menstrual hemorrhaging/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), migraine ("migraine/migraines"), headache ("headache/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 27 days after insertion of essure. On (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") with urticaria and rash, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/ anxiety"). The patient was treated with clarithromycin (macrobid), escitalopram oxalate (lexapro), sertraline and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and back pain was resolving and the hypersensitivity, menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, dysuria and urinary tract infection outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2014: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Outcome for event pelvic pain and back pain were updated. Medical history and treatment drug was added. Case became an incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.